Manufacturer narrative:
The facility did not request service and no sample is expected to be returned to the manufacturer for evaluation. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during cataract surgery loose material was not flowing to the tip in phaco mode. No pt harm or impact was reported.